Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation was reported to abbott. The patient had a fall. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-02390. It was reported that the patient experiencing a fall and had impedance issues after. The patient experiencing ineffective stimulations due to the impedance issues. As a result, surgical intervention was undertaken wherein the scs system was explanted no (B)(6) 2021.

Manufacturer narrative:
Correction: d6b - date of explant date was inadvertently left off. 12 may 2021 should have been included here.